Manufacturer narrative:
Concomitant medical product: medication container. The customer's report that the fluid does not infuse from the secondary tubing set was not confirmed. No set sample was received for evaluation. No investigation was able to be performed. No root cause was able to be identified.

Event description:
It was reported that since changing the "suppliers/type" of secondary tubing sets, during an infusion the fluid is drawn from the primary bag rather than the secondary "probably more than 10 times if not more". This seems to happen during fast infusion rates (over 200ml/hr) and while using glass containers rather than bags. It is reported that the medication in the secondary container does not infuse even though the drip chamber vent is open and the secondary container is hung higher than the primary container. The "work around" that has been used is to clamp the primary tubing set above the pump until the secondary IV is finished. This has caused delays in receipt of antibiotics and other infusions.